Event description:
On (B)(6) 2010, pt reported hyperglycemia over the previous week and that she did not believe the piston rod was delivering insulin correctly. There was no visible damage to piston rod or abnormal noises from infusion device. Blood glucose was elevated near 300 mg/dl, and she was unable lower blood glucose. Pt switched to backup infusion device and blood glucose returned to "okay" level. Pt watched basal delivery of 0.7 units per hour come from infusion tubing and reported "not a lot was coming out." Correct type of battery was used in infusion device and battery cover was within spec. Target blood glucose is 100-130 mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue.